Event description:
Pt dilayzed without incident for approx. Three hours. Ten minutes before completion of treatment, pt found unresponsive. Blood noted on chux and floor. Venous bloodline disconnected from central venous catheter. Luer lock separated from blood tubing. Remained intact on catheter connection. Emergency treatment stabilized pt. Transported via paramedics to ER and hospitalized from 10/9/97 to 10/11/97. Received one unit of blood and dialysis while in the hospital. Returned to outpatient facility on 10/13/97.